Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter was returned with the stryker stent used during the procedure. Visual inspection revealed that the stent delivery wire (sdw) was protruding from the microcatheter hub, the catheter shaft was damaged and the distal tip of the catheter was also noted to be broken/fractured. No other anomalies were observed. Functional testing could not be performed due to the damaged condition of the returned device. Information available indicated that the patient's anatomy was a little tortuous. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the microcatheter during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the microcatheter tip was broken. No consequences to the patient were reported.